Event description:
The customer reported the ventilator power cord sparked where it plugs into the wall receptacle. The customer reported the ventilator was in use on a patient, and there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem when the power cord plug was moved. The service technician replaced the power cord to complete the repair. Applicable final testing was completed and passed to operating specifications.